Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Upon interrogation, it was observed the pacemaker was oversensing far r waves causing pacing inhibition. The patient experienced arrhythmia due to the lack of pacing. Programming changes were completed to address this issue. There were no patient consequences.